Event description:
I used a regular size tampon from kotex and once I inserted it, the [invalid] fell off of the tampon. I had to have my dr retrieve the tampon that day because I was unable to take it out. My dr informed me as she removed it that it had separated into two pieces after only using it for an hour and a half.